Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-615a-1189: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber/glass cap also exhibits circumferential fracture on the proximal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; this failure mode is indicative of a fracture beneath the metal cap; the fiber is broken within the outer flow tubing at 5 inches from the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber is broken within the white tubing at 3 feet and 5 inches from the connector, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is present at break location between input connector and control knob; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is undetermined.

Event description:
This case was created with no information regarding the reason the fiber was returned. No harm to the patient was reported. No additional event information was reported.